Event description:
It was reported that the device exhibited a cassette not attached properly error. The event occurred before infusion and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the battery door had an indentation. The event history log confirmed multiple cassette not attached properly alarms occurred after a standard admin cassette was attached. Functional testing was able to replicate the reported issue; the pump failed calibration, a no disposable alarm test, and the occlusion tests. When a cassette was attached and the latch was moved to the close position, an alarm of cassette not attached properly occurred. The downstream sensor failed to activate when pressure was applied in the manufacturing utility mode, under the a/d screen. The root cause was determined to be the downstream sensor was stuck at 133 mv. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.